Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit and corrected the problem by calibrating the co2 module. Unit was safety tested to factory's specifications.